Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion, but still pump when the machine was turned off during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion" but still pumps still pumps when the machine is turned off" was not reproduced. Evaluation sent the device for downstream occlusion testing and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor scale factor calibration found out of specification. The force sensor no tube and force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.